Event description:
A physician reported a pt who was originally negative skin tested by another physician at an unk date and was treated successfully by the physician in 11/1997. On 8/5/1998, the pt was treated in the upper and lower vermilion borders and the upper lip vermilion. Subsequent to the treatment the pt developed intermittent puffiness in the upper lip vermilion treated site. The exact date of symptom onset was not known. No other symptoms were noted. The physician diagnosed the symptom as intermittent hypersensitivity and prescribed oral zyrtec and tagamet for 2 weeks (exact date not knonw). No other medical or surgical intervention has been planned or prescribed.